Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and highly calcified right coronary artery (rca). The physician was unable to cross the lesion with a 3.50x24mm taxus liberte stent. The physician attempted to remove the device and the stent dislodged from the stent delivery system. "It was confirmed that there was a stent in the blood vessel at buttocks." There were no attempts to crush the stent to the vessel or remove the stent by the physician, as it was felt that the stent would be hard to remove and was judged it would not be a problem. The procedure was successfully completed with another of the same device. No f/u to remove the stent is scheduled. Pt's condition listed "no problem."

Manufacturer narrative:
The device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.